Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 05/23/2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's husband reported that he treated the patient with juice after the cgm gave a low alert. There were no symptoms. Emergency medical services were not called; patient did not go to a hospital. The finger stick bg value was 54 mg/dl, while the cgm bg value was 109 mg/dl. At the time of contact, patient is recovering. No additional patient or event information was provided. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.